Event description:
Device 3 of 3. Reference MFR report: 1627487-2013-17086 and 1627487-2013-17491.

Manufacturer narrative:
Evaluation results: functional testing was not performed on the returned penta lead due to an external event (damage). Per follow up "the penta showed a loss of silicone with bare wires exposed and fractured on one lead tail. The other lead tail has intact silicone, but the wires inside are disconnected and almost appear bubbly in the sheath. The surgeon feels this destruction was due to the 200 - 300 jewels of electricity that were used x3 to defibrillate his heart." The returned penta lead had one tail (9-16) broken off with exposed wires. Both tails have fluid intrusion. Sjm has limited info related to the pt's medical history and is unable to form an opinion as to the relevancy of the pt's history to the event reported. Sjm defers to the pt's physician regarding medical history.